Event description:
Add'l info provided to co by the physician's office, via co's int'l rep, indicated that in addition to the leakage noted as a reason for the removal of this device on 4/15/97, the physician also noted "partial albuginea destruction and associated cylinder migration" which reoccurred and was repaired on 7/29/97.

Manufacturer narrative:
Based on the limited info received, qa concludes device function was not associated with this event. However, because qa's examination of the device may not conclusively confirm or disprove cylinder migration or alburinea destruction. Qa accepts the physician's observations of such add'l reasons for surgical intervention on 4/15/97 and for the intervention on 7/29/97.